Event description:
A ventilator was returned to the MFR's service center routine preventive maintenance. The customer made no allegation of device malfunction or pt harm. The ventilator was evaluated and a malfunction of the ventilator's high pressure limit potentiometer was identified. The malfunction caused the device to fail to audibly alarm and relieve pressure when the set high pressure limit was exceeded. The potentiometer was replaced to correct the problem.

Manufacturer narrative:
The potentiometer was evaluated by the MFR's engineering department and was found to have a dislodged rear enclosure, which caused an open circuit condition due to excessive movement of the potentiometer shaft. The malfunction appears to have been caused by significant physical force (unit was dripped or struck) applied to the front of the component. A review of the MFR's adverse event database for the past four years confirmed there have been no adverse events caused by high pressure limit potentiometer failures. The MFR concludes the potentiometer was subjected to stress or impact beyond its intended design and no further action is required.